Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The fuses were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not charge and the mobile view station (mvs) monitor would not turn on. Issue did not occur clinically, there was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No patient present at the time of the event was indicated.